Manufacturer narrative:
The information provided was incorrect. Also, additional information has been provided which was not included with the initial report. The updated information has been updated in this report.

Event description:
It was reported that the customer was contacted and she does not know of any paramedics being called or any hospitalization that occurred.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via e mail that the insulin pump had a scratched lcd display screen. Customer's blood glucose was unknown at the time of incident. The customer mentioned that paramedics were called to their home a while back. Troubleshooting contacted the customer but they declined any troubleshooting. No further details given.